Event description:
It was reported that when the customer self-removed the insight placed the catheter part was damaged. Additional information: an x-ray was taken to check whether the catheter remained in the patient's body, but none were found. The catheter was later found in the patient's stool (it was washed and returned). The doctor speculates that the patient may have bitten the product with her teeth when trying to remove it herself and swallowed the catheter in the process.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Based on the returned sample, observed the whole catheter tubing detached from the metal wedge of the catheter adapter. No damage was found on the metal wedge, catheter adapter and catheter tubing. As the verbatim mentioned ¿when the customer self-removed the insight placed the catheter part was damaged¿ and ¿the catheter was later found in the patient's stool (it was washed and returned). The doctor speculates that the patient may have bitten the product with her teeth when trying to remove it herself and swallowed the catheter in the process¿, it was evident that this defect was most likely due to incorrect catheter removal technique by the patient. Hence, this defect most likely occurred out of manufacturing facility, during use of the product.

Event description:
It was reported that bd insyte vialon-e 24ga x 0.75in catheter defective / damaged. It was reported that when the customer self-removed the insight placed the catheter part was damaged.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.